Event description:
It was reported that the handpiece began overheating during an acl reconstruction surgery. The procedure was successfully completed with another device, and there was no pt or user injury reported.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation. Based on the investigation details, a possible cause for the reported condition of the device overheating was problems with a seized rotor bearing and that the blade mount would not index all teeth on the motor housing. The bearing and blade mount were replaced. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.